Event description:
It was reported to philips that the device experienced a dpm failure.

Event description:
It was reported to philips that the device experienced a dpm failure. No patient harm or injury has been reported.